Manufacturer narrative:
The insulin pump was received with intermittent button response due to moisture damage on the keypad traces. There was no watchdog timeout alarm, rtc/internal clock comparison error alarm, unexpected restart alarm, reset anomaly or flashing anomaly. The insulin pump passed the self-test. The device had minor scratches on the display window and cracked reservoir tube lip.

Event description:
Customer reported via phone call that the insulin pump had keypad anomaly, watchdog timeout alarm and rtc/internal clock comparison error. Customer's blood glucose reading was 284 mg/dl. Troubleshooting for the rtc/internal clock comparison error alarm and the watchdog timeout alarm was performed. Troubleshooting for keypad anomaly was performed and customer stated that the keys are unresponsive. Customer was advised to discontinue use of the device and revert to a backup plan. Customer was advised that the device would be replaced and agreed to return the product for analysis.